Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The ventilator interface board was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative test, the unit alarmed for reverse flow and mechanical ventilation was not functional. There was no report of patient involvement.